Manufacturer narrative:
Analysis of programming history.

Event description:
During a review of programming history for this vns patient's device, a programming anomaly was observed which occurred on (B)(6)2008 due to a faulted system diagnostic test performed at the follow up visit. A final interrogation was not performed to ensure proper device settings. The patient's device was interrogated 7 days later on (B)(6)2008 where upon interrogation, the settings were 1ma/20hz/500usec/30sec/60mins. The settings were corrected to the proper settings on (B)(6)2008. Diagnostic tests were within normal limits.